Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawings, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The performer introducer and its components (10 fr dilator, 12 fr dilator, 14 fr dilator and a 0.038 inch diameter wire guide) were returned. A 1.3 centimeter (cm) lengthwise crack was noted on the connector cap. The crack penetrates through the hub. The 14 fr dilator was inserted into the introducer. The transition between the introducer and the dilator was smooth. The inner diameter of the connector cap was measured and lies within the specified limits indicating that the correct connector cap was used to build the device. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause of this event was determined to be related to package handling during shipping, manipulation of the package, or storage. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that prior to use upon opening, the plastic end of the performer introducer was noted to be split. The introducer did not come into contact with a patient as it was not used.